Event description:
Unomedical reference number(B)(4). Event occurred in united kingdom.. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. Patient's blood glucoseat the time of issue was 22mmol/l. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united kingdom.